Manufacturer narrative:
Visual examination of the returned i60 stapler and ir60b reload showed that there was some damage to the reload very proximate to the area where the anvil was broken. It is believed that an obstruction may have been inadvertently clamped between the ir60b reload (which is housed in the i60 clamping assembly) and the anvil, causing the anvil to break. Evaluation summary: upon analysis, i60 was returned with a broken anvil and the reload was still inside the housing. Further examination revealed a dent on the proximal end of a reload around the fin. The dent shows that an obstruction was clamped down accidentally. The picture below shows a dent on the reload and the area where the anvil broke.

Event description:
In a robotic prostectomy procedure, while the i60 stapler was being closed on tissue, the anvil broke. The broken piece was subsequently retrieved from the pt's body, and another device was used to complete the procedure.